Manufacturer narrative:
This report is being supplemented to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation found the device broken in half. The working length was detached at the balloon connection section; which was likely due to excessive stress during the retrieval of the balloon when the scope was bent at an extreme angle.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, this type of damage is most likely related to the operator's technique. The instruction manual contains several caution statements in an effort to prevent damage to the balloon. "Do not inflate the balloon with any syringes other than the premeasured syringes included in the package. Do not inflate the balloon rapidly. Inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. Do not inflate the balloon with too much air. Never use excessive force to operate the instrument. Otherwise, the balloon may burst and the pieces could remain in the duct. " if additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that towards the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon catheter broke in half inside the patient (approximately half way down the catheter). The broken catheter was retrieved with a snare (model unknown). The procedure was completed using the same device as the break occurred at the end of the procedure. There was no patient injury. No additional information was provided.